Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software; product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain and joint pain/ arthritis. The patient reported that they were having issues with the handset. Patient stated they would go to give themselves a bolus and all of a sudden the handset would say retrieving pump settings or it would say it was giving boluses and it was sticking on the 90% for over 20 minutes. Patient stated the application would close down randomly. Patient stated that last week the handset needed to be paired again. Patient stated after that was when all the issues began. Agent walked patient through clearing data from the application. Patient reset the phone and closed the applications. Patient disconnected the call abruptly, but would monitor the issue when they gave themselves the next bolus.